Event description:
"Procedure unable to be completed. Patient aspirated and went into respiratory arrest. The patient was flipped ventilated via ambu bag. Paramedics were called but patient was stable."

Manufacturer narrative:
1 introducer cannula, 1 straight stylet, 2 curved cannulas and 1 bevel tipped introducer stylet was received for analysis. The instruments received showed no visible damage.

Event description:
"Procedure unable to be completed. Patient aspirated and went into respiratory arrest. The patient was flipped ventilated via ambu bag. Paramedics were called but patient was stable." Additional information was received that no ablation had been performed prior to the onset of respiratory arrest. The patient was stabilized and did not leave with paramedics. The patient was taking a maintenance medication therapy the patient is prescribed which may have contributed to the need for ventilation.